Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was twisted, the endoscopic image was not displayed. In regard to the disconnection in cable unit, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported the subject device presented no image and the processor did not detect the camera head. The issue occurred during set up/inspection for use.there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.